Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's representative reported through company's representative "breast implant illness", "portions of pronounced fibrosed capsular tissue", "extreme pain", "severely swollen lymph node in the neck", "shallow breathing", "difficult nasal breathing", "shift of the lower chest fold", "persistent headaches", "feelings of tension and pain", "painful chest muscle cramps", "increased tinnitus", "severe loss of libido", "lack of motivation", "lack of drive", "depressive moods", "severe fatigue", "brain fog", "constant feeling of overload" and "physical and psychological stress". This record is for the left side. Device was explanted. It is unknown if device will be returned.